Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a cerebrospinal fluid leakage during an implant procedure. In turn, the physician performed a blood patch. The patient experienced headaches and was instructed to lie on their back to relieve their symptoms. The issue has since resolved.